Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because tthe issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse physical event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: review of the alarm history revealed evidence of cs012 recorded after cs054/cs052 alarms. An ez-prime and 24 hour duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture and no damage to the internal components or printed circuit board was found. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. (B)(4).